Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. After plugging the pump back into the same wall outlet for 30 minutes, the pump was able to be charged. An occlusion alarm also occurred. Pump system check with tandem technical support found no occlusion with cartridge or infusion set tubing. The infusion set cannula showed no damage. Customer declined further troubleshooting. The customer's blood glucose (bg) was 231 mg/dl.